Event description:
It was reported that the user¿s pump issued a low glucose alert while using a dexcom g7 sensor, the family believed the sensor was giving false readings, removed it, and started a new sensor; they did not have a glucometer for confirmation, and subsequent readings showed 164 mg/dl after intake of half a soda. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention with ingestion of carbohydrates and classification as a serious injury/illness/impairment. Investigation included communication with the user¿s family and analysis of information they provided. Investigation of this case revealed no findings were available, the device problem could not be characterized due to insufficient information, and the specific component involved could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.